Event description:
During surgery, it was found that there was a pinhole on the inner pouch of polymer. The stryker sales rep. Was present at the surgery and confirmed the pinhole. He stated there was no damage on the outer pouch. The inner and outer pouches were discarded at the hospital since they were contaminated. A backup product was used and the procedure was completed successfully.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Device was discarded. If add¿l info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.